Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump depleted from 100% to 10% within 4 hours. Subsequently the pump shut off due to insufficient power. During troubleshooting with tandem technical support the customer was instructed to charge the pump for an hour. Follow up with the customer confirmed the pump turned on after charging for 1.5 hours. Reportedly, when the pump turned back on the pump time and date were inaccurate. In addition, the pump history was noted to be inaccurate and indicated a data log corruption. Customer reported blood glucose level was 180-185 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction could not be evaluated due to the other reported issue (missing history).